Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise resulting in multiple inappropriate auto mode switch episodes. It was also noted that the lead exhibited low impedance. It was determined that the lead had an insulation breach. On (B)(6) 2019, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.